Manufacturer narrative:
One photo and four samples were received for evaluation. Visual inspection revealed no anomalies. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in section g2, please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that an under delivery occurred during an albumin infusion using a peripherally inserted central catheter (PICC). The mother noticed there was more than normal left in the infusion bag after the infusion. The infusion rate was 140 ml and volume to be infused was 110 ml. The pump appeared normal during priming, however there were issues with the set priming slowly. When the pump stopped priming at 10 ml (the priming volume of the set is much lower), the set was not fully primed and air in line was observed. The reporter stated that during priming, the bag was hanging from a hook, and it was determined air was not coming from the bag. Per the reporter, the patient suffered from nephrotic syndrome. The adverse effects included stomachache and swelling with an increase amount of protein in the urine.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.